Event description:
Starting just after midnight this morning we received sporadic reports of the hospira pca pumps not reading some of the custom pca syringes notably fentanyl pca made by the IV room. After some investigation we determined the manufacturer's bad code label on some of the syringes is set about 1/8fl higher -toward the open end- on the syringe. This slight difference in placement results in the last line of the bar code being obstructed by the pump's syringe holder. We have verified all of the syringes currently made in the vault can be read by the pumps. We have also gone through the stock of empty syringes in the sterile products area and pulled those that seem questionable. We will hold these syringes in quarantine until we can speak to a manufacturer's representative, and report the incident to the FDA.